Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported false readings during intraoperative aberrometry. The site reports this has resulted in ten explants due to unexpected outcomes. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and was unable to replicate the reported event. No issues were identified with the system. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; the root cause is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).